Manufacturer narrative:
Method - the product model number and lot number have not been provided. Therefore, there is insufficient information to evaluate the manufacturing records. No information has been provided about the method of mesh implantation, surgical wound class, concomitant surgical procedures, subsequent surgical procedure(s) or the patient's clinical condition. This information has been requested, but not yet received. If additional information is provided that allows further evaluation of this complaint, a follow-up report will be submitted. Conclusion: as of the date of this initial MDR, no conclusion can be made regarding the cause of the adverse event.

Event description:
It was reported that a patient had xcm biologic implanted during an unknown abdominal surgery on an unknown date. At some point post-operative, a seroma developed after the surgical drain was removed. The patient was subsequently taken back to the o.r. And the mesh was removed. No further information is available at this time.